Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out, a decrease in pacing lead impedance and high voltage lead impedance were observed. A decrease in r wave sensing was also noted. The lead was capped. The patient condition was stable before and after the procedure.